Event description:
Reference number (B)(4) event occurred in the south africa. It was reported on (B)(6)2024 that the patient encountered occlusion at infusion set. The infusion set was in use for not more than 48 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.